Event description:
It was reported that during a lap assisted right nephrectomy procedure the seal tore and fell into the patient. Pieces were retrieved. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.